Manufacturer narrative:
(B)(4) - blade does not cut. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a gynecological procedure on (B)(6) 2014. During the procedure, the blade failed to cut when morcellating the fibroid uterus. Another like device was used to complete the procedure with no adverse patient consequences.